Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation by the supplier. A review of quality records found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal wires were stretched and broken inside the connector. There was an indentation in the catheter material 20.5 cm and 25.3 cm from the tip. Catheter material was mashed 60 cm, 75 cm, 86 cm, 90 cm, and 95.4 cm from the tip. Based on the condition of the device, no functional testing was possible. The supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a microsensor caused the monitor to display: "no transducer detected." Event occurred when the patient was disconnected from the patient cable and reconnected. Several boxes and cables were tried. Patient had sensor removed. No delays; patient stable after event.